Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. The user loaded a new cartridge successfully and resumed insulin delivery for the event in the past. For the most recent event, there was a delay in clearing the alarm; however, insulin delivery was resumed. Additionally, it was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge is filled with cold insulin and the user may fill the cartridge with more than 300 units. The user's blood glucose (bg) level ranged from up to 300 mg/dl to 91 mg/dl. The user addressed bg level with a bolus via the pump.